Manufacturer narrative:
Retainer ring = black. Device was received with a cracked battery tube threads, a scratched case and a cracked case behind the insulin pump near the battery tube compartment. The test p-cap or reservoir does lock properly inside the reservoir tube. Unable to perform the keypad voltage test, self test and displacement test due to no button response. The keypad overlay was peeled off and a corroded keypad traces was found. Device was cut open to perform visual inspection and no loose components noted. However, corrosion was found on the electrical board 1. No moisture damage found on the force sensor, motor and vibrator assembly noted. By using a test keypad, the insulin pump was able to navigate the menu and continued testing. The insulin pump passed the self test. No keypad anomaly noted when using the test keypad. In conclusion, the insulin pump had no button response due to corroded keypad traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pumps buttons stopped responding. The customer stated that the insulin pump was exposed to water. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.